Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that the edges of the nontemplate aligner arch is poorly polished, causing cutting injury to patient.

Manufacturer narrative:
DHR: we reviewed the DHR for this so-550so0493054 / patient ID# j5z5 / site ID# 24266, qty. (B)(4) items assy-500011 (aligners) and (B)(4) items assy-500010 (templates) were packaged by the first shift by bag-and-box operation on june 11, 2025, in manufacturing cell 7, equipment bag-15. The sales order was inspected and met the acceptance criteria provided by qa. Photo investigation the evidence provided by the customer shows a set of aligners (upper and lower) placed on the patient¿s teeth. The evidence is not clear enough to identify the reported issue (sharp edges). An apparent inflammation is observed on the inside of the patient¿s cheek; however, it is not possible to determine whether it was caused by the edges of the aligner.